Manufacturer narrative:
Related to 2183996-2012-00898.

Event description:
On (B)(6) 2012, the patient reported that on (B)(6) 2012, he experienced elevated blood glucose (values not provided) and he contacted paramedics and he was transported to the hospital. He was treated with an insulin IV and fluids and was released on (B)(6) 2012. He reported that on the day of the incident the infusion set connector was not attached properly and insulin leaked out, but he does not believe this contributed to elevated readings. He reconnected the infusion set and bolused, but was unable to decrease his blood glucose. His normal blood glucose range is 120-130 mg/dl. The alleged infusion set was not required to be returned for evaluation.